Event description:
It was reported that during a lobectomy vats procedure, the cartridge fell out of the device into the pt. The cartridge was removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event discription could not be confirmed, as the cartridge did not fall out of the device during functional testing. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.